Event description:
It was reported that the programmer displayed an error code. The programmer was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer boots up to an error. It was also noted that the handle was broken on the cases, the system fan was noisy and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. (B)(4).